Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to keep animals out of the room when performing peritoneal dialysis therapy. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing), which occurred on the homechoice (hc) during drain. The home patient (hp) stated that the saw a leak somewhere. Hp said couldn't tell where the leak came from. Hp then stated that the patient line has a hole in it. The hp has a cat and said the cat may have been playing with line since the hole was a long ways from transfer set. The home patient (hp) would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.